Event description:
It was reported that after an implantable pulse generator (ipg) implant, the physician attempting to program the device but could not get the program button to highlight. Diagnostics and troubleshooting was performed, including using a new programmer and a magnet to elicit response with no luck. The device was explanted and replaced and the new device worked appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.